Event description:
Caller reported that a continuous glucose monitor experienced an error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error code did not appear again, and the caller was able to successfully start a new sensor session.